Event description:
It was reported that this pacemaker had difficulties being interrogated. Technical services (ts) noted that the device was over 10 years old and stated that it may be end of life (eol). Ts advised the boston scientific representative on how to determine if the device was eol. The troubleshooting actions confirmed that the device was eol. The device was explanted and replaced. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted there were tool marks on the case. The device was cut open and the internal visual inspection looked normal. The battery was removed, and external power was applied to the hybrid. The battery drain was measured to be normal. It was noted that the battery was a great batch battery and the failure to consistent with the supplied battery component.